Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17851. It was reported the patient experienced inadequate stimulation with their scs system and had pain at the ipg site. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Event description:
The system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.